Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1 drawer was jammed and 1 drawer was failed to open. A field service engineer identified that matrix drawer 1 had failed, with the latch clicking but the drawer not opening, replaced the solenoid plunger due to a broken u-link, verified proper functionality through diagnostics testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed and would not open. Users noted an audible clicking sound when attempted access; however, the drawer failed to release. Additionally, a cubie in a separate drawer continued to fail. Users attempted recovery of the failed storage space, but the cubie did not recover. The station was rebooted, but the issues persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.